Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was replaced and the right atrial (ra) lead was surgically abandoned and replaced due to noise, oversensing and pacing inhibition with no noted asystole. High out-of-range pacing impedances of greater than 2000 ohms had also been seen on the ra lead, which was found to have insulation damage. The device also had normal battery depletion. Increased patient follow-up was noted. No additional adverse patient effects were reported.